Event description:
It was reported that a patient underwent a sling procedure, placed in the hammock position, in 2007. After placement of the device, during cystoscopic examination, a right sided hematoma was detected. The surgeon removed the device and replaced it with a different type of sling device. The patient was given blood transfusions. And there was a prolonged hospital stay. The surgeon stated that there were intraoperative complications opined that the obturator vessel was injured, causing the hematoma. The hematoma resolved spontaneously on the next day. The patient is doing well and a follow up CT scan is planned for sometime in 2008.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.